Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was on the 7xb side, but the medication (cefazolin 1 gm vials) was only loaded on 7x. Patients should be listed in both devices but they were unable to find the patient's profile in the 7x pyxis and were unable to pull the med out under her name. A technical support specialist (tss) dialed into the server and ran the order cast query, which revealed an error while processing the order. An email was sent to the customer to rectify the error. After a follow up phone call, the customer reported that another nurse was able to remove the medication from the 7x pyxis, as confirmed by a subsequent report. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over at station 7xb, customer stated that one patient got impacted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.